Manufacturer narrative:
Upon further evaluation of the device, service found the air/water tube was damaged, and due to the clogging of the nozzle, there was no water flow. In addition, service observed a leak at the biopsy channel due to damage of the tube, and a leak was found on the scope connector due to a crack. Due to a crack on the distal end cover, the insulation resistance value was out of specification. Switch #2 had a scratch and a cut. The air/water cylinder had discoloration. The image guide protector was damaged. The light guide lens was cracked, and the connecting tube had a cut. The electrical connector (el connector) demonstrated corrosion from fluid ingress. The universal cord had a wrinkle. The forceps channel port had a dent, and scratches were observed on the grip, light guide cover lens, and scope control cover. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device before an unspecified procedure, there was no air/water flow and the channel was suspected to be clogged. The intended procedure was completed using a similar device at the user facility. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the nozzle and air/water channel were clogged with foreign material and could not be removed. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified, and the cause could not be presumed further. The user may be able to detect the suggested event by handling deice as per the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The IFU states on reprocessing of air/water (a/w) nozzle and a/w channel as follows: "reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.